Event description:
It was reported that there were dents on the pump touchscreen, causing the screen to be delayed in responding to touch inputs. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.